Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has ben completed.

Event description:
As reported, during active operation the autopulse platform (sn (B)(4)) displayed user advisory ua 19 (the load cells have detected too much weight being applied). No known impact or consequence to the patient.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) was not confirmed through functional testing and archive data review. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported ua19 error message. Upon visual inspection, observed damaged top cover, bottom enclosure and battery lock. Review of the archive data shows ua19 (load force too high) error message occurred on (B)(6) 2018, rather than on the reported event date given by the customer ((B)(6) 2018), unable to replicate customer complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The ua 19 error message alerts the operator that the load plate has detected too much weight being applied. The ua 19 error message can be cleared by restarting the platform. Upon replacement of the damaged top cover, bottom enclosure and battery lock, the platform was tested using the 95% patient test fixture (lrtf) with good known test batteries until discharged and the platform passed without any fault or error. Load cell characterization test confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).